Event description:
Pt had a celect filter placed on (B) (6) 2008 and the filter was retrieved on (B) (6) 2009. On (B) (6) 2009, pt had a CT angio performed which showed a secondary filter strut in the lung. The CT that was performed was not as a result of any complication from the filter strut but for other health issues. The pt was asymptomatic and there are no plans to remove the fragment. The lot number of the filter was not available because so much time had passed from the procedure until the recent findings. The status of the pt is unk at this time.

Manufacturer narrative:
Investigation is ongoing. Lot - unk as not provided by reporter. Expiration - unk as lot is unk. (B) (6). (B) (4).